Event description:
This lead was implanted on (B)(6) 2012 and was explanted on (B)(6) 2012 due to possible thrombogenic and fibrotic effects over time. The physician was dr. (B)(6) at (B)(6) hospital for children at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).